Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, a few days after surgery, the patient developed minimal skin rashes and itching around the pin site and upper limb. Initially, the patient underwent an unknown surgery on (B)(6) 2019 wherein two (2) units of headless compression screws, short thread length were implanted for radial head fixation. The surgeon also stabilized the upper limb with an external fixator set. On the second week after surgery, there were more skin rashes and fluid discharges. Over 3 weeks, skin rash and itching progressively worsened with spreading to the patient's eyes and neck. According to the dermatologist, the patient was having an allergic reaction to metal. Patient is currently being administered with oral steroid suppression and topical steroid suppression. No revision surgery was performed. The patient was discharged from the hospital (B)(6) 2019. This report is for one (1) 2.4mm ti headless compression screw-short thread 18mm. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The received photos show the left arm of a patient treated with an external fixator system. The arm is inflamed and therefore the complaint regarding the infection is confirmed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.